Event description:
The customer's mother reported moisture inside the liquid crystal display after the customer went swimming while wearing the insulin pump. The reported blood glucose reading was 222 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. The insulin pump also had cracked battery tube threads.